Manufacturer narrative:
(B)(4). The customer reported an undefined issue with the pads/paddle cable and defibrillator. There was no report of patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an undefined issue with the pads/paddle cable and defibrillator. There was no report of patient involvement.